Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic') and autoimmune thyroiditis ('type of autoimmune diagnosed: hashimoto') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: result of the test: bilateral occlusion, confirmation test was not provided. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), back pain ("pain back"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, autoimmune thyroiditis, back pain, abdominal pain, dyspareunia, dysmenorrhoea, vaginal infection, vaginal discharge, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune thyroiditis, back pain, dysmenorrhoea, dyspareunia, fatigue, pelvic pain, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2011: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: lawyer was added. Case become incident, previously added injury nos updated to back pain & new events- dyspareunia, dysmenorrhea, pelvic pain, abdominal pain, hashimoto, vaginal infection, vaginal discharge, fatigue, hair loss were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic") and autoimmune thyroiditis ("type of autoimmune diagnosed: hashimoto") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of thyroid disorder, menometrorrhagia (menometrorrhagia.), c-section (c-section), gastric bypass (gastric bypass), obesity (obesity), pap smear abnormal (abnormal pap smear) and endometrial ablation (endometrial ablation). Result of the test: bilateral occlusion, confirmation test was not provided. Concurrent conditions were listed as morbid obesity, bleed in luteal cyst, adhesion, uterine leiomyoma and menorrhagia. Concomitant products included oxycodone and acetaminophen (oxycodone hydrochloride;paracetamol), ibuprofen for pain, ferrous sulfate and ativan (lorazepam) for anxiety. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), autoimmune thyroiditis (seriousness criterion medically important), back pain ("pain back"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea(cramping),menstrual bleeding and increased pain with menses"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full)). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, alopecia, autoimmune thyroiditis, back pain, dysmenorrhoea, dyspareunia, fatigue, pelvic pain, vaginal discharge and vaginal infection to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 2012 (as per pif ) discrepancy noted date(s) of removal: (B)(6) 2018 (as per pif ) discrepancy noted. Was essure used in conjunction with any other device novasure. Date(s) of insertion: (B)(6) 2012 (as per pif ) discrepancy noted. Date(s) of removal: (B)(6) 2019 (as per pif ) discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test urine] on (B)(6) 2018: negative [] on (B)(6) 2011: result: bilateral occlusion. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: pif received. Reporter information, reporter causality comment added. Annex f updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic") and autoimmune thyroiditis ("type of autoimmune diagnosed: hashimoto") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of thyroid disorder, menometrorrhagia (menometrorrhagia.), c-section (c-section), gastric bypass (gastric bypass), obesity (obesity), pap smear abnormal (abnormal pap smear) and endometrial ablation (endometrial ablation). Result of the test: bilateral occlusion, confirmation test was not provided. Concurrent conditions were listed as morbid obesity, bleed in luteal cyst, adhesion, uterine leiomyoma and menorrhagia. Concomitant products included oxycodone and acetaminophen (oxycodone hydrochloride;paracetamol), ibuprofen for pain, ferrous sulfate and ativan (lorazepam) for anxiety. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), autoimmune thyroiditis (seriousness criterion medically important), back pain ("pain back"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea(cramping),menstrual bleeding and increased pain with menses"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full)). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, alopecia, autoimmune thyroiditis, back pain, dysmenorrhoea, dyspareunia, fatigue, pelvic pain, vaginal discharge and vaginal infection to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 2012 (as per pif ) discrepancy noted. Date(s) of removal: (B)(6) 2018 (as per pif ) discrepancy noted. Was essure used in conjunction with any other device novasure. Date(s) of insertion: (B)(6) 2012 (as per pif ) discrepancy noted. Date(s) of removal: (B)(6) 2019 (as per pif ) discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: result: bilateral occlusion. [Pregnancy test urine] on (B)(6) 2018: negative quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.